Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a nurse sustained a needle stick injury during use of a deltec® gripper plus® safety huber needle. It was noted that the nurse "thought they heard the click", then the needle grazed the finger. Both the patient and the nurse had post exposure lab work done. The nurse received a tdap vaccine. It was reported that the event outcome was resolved. No permanent injury was reported.